Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.

Event description:
It was reported that the customer received an auto-off alarm. The customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 425 mg/dl. Tandem technical support educated the customer on the auto-off safety feature. At the time of the report with tandem technical support the customer was still admitted to the ER and treatment had not been administered. Multiple attempts were made to follow up with the customer, however, no response was received.